Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken male luer was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken male luer. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle that cannula breaks off or pulls out. The following information was provided by the initial reporter: phase: when unpacking. Defect; one end breaks when attaching needle holder. Quantity: 1 piece. Effects: no other adverse effects on patients.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle that cannula breaks off or pulls out. The following information was provided by the initial reporter: phase: when unpacking defect; one end breaks when attaching needle holder quantity: 1 piece. Effects: no other adverse effects on patients.